Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc) there was the possibility that the reported phenomenon was attributed to the failure of the control circuit board due to the normal aging deterioration. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the facility that in unspecified timing the subject device had failure of the power. Sorc checked the subject device and found that the failure of the electrical circuit board caused the reported phenomenon. There was no report of patient injury associated with the event.